Event description:
A customer's mother reported receiving unspecified high readings on their freestyle flash blood glucose monitor. She then reported that her daughter could not be woken up, and was "thrashing around" in the bed. She drove her daughter to a local hospital, where she was diagnosed with hypoglycemia. Dextrose and juice were administered in order to stabilize glucose levels. Additionally, the customer reported receiving a glucose result of 378 mg/dl, as compared to a laboratory result of 30 mg/dl. The results when plotted on parkes error grid fell into the "e" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.